Event description:
Patient was placed on ventilator 100% oxygen. When staff moved patient down to 60% and switched compressor on, it kept alarming gassupply alarm and red light came on the compressor. Patient was put on another ventilator.

Event description:
Patient was placed on ventilator 100% oxgen. When staff moved patient down to 60% and switched compressor on, it kept alarming gas supply alarm and red light came on the compressor. Patient was put on another ventilator.